Event description:
Step 1, the customer had a lot of friction and resistance while pushing forward the graft since the very beginning. He did a few rotations with mechanical advantage, but it was hard to rotate: same as pushing forward with disengagement button. Then the deployment grip slipped forward, as a block was passed, while pushing the disengagement button. He positioned the graft in the arch, the distal end was out of the outer shift, he aligned to target vessel (lcca) and deployed in step 2. No frictions during deployment, he stopped when he felt resistance at the end of the movement. The distal end of the graft was out of the fluoroscopy imaging at this moment, since he was focused on the arch and not descending. Step 3 done properly. Step 4 done properly, he stopped again when he felt resistance. But when he withdrew the entire system the graft came back (the scallop for lcca was at lsa level). He found that the distal two stents (out of the fluoroscopy imaging initially) were still engaged in the inner sheath even if the deployment grip was retracted as much as possible. He deployed with step 1: pullback of the outer sheath (left hand back), step 2: pullback of the outer sheath. Procedure was completed with a second lsa-lcca bypass and standard relay as cuff. We think that the step 2 stopped not at the real end of the handle body but few centimeters before, where it stopped at the same level where it was hard to push forward in step 2. The fact that it was towards the end of the handle didn't make us suspect he didn't deploy all the graft. When he retracted the tip, it engaged the graft distally. After procedure, he tried the maneuver to align the delivery system as in step 1, but it was very hard to pull back the sleeve and he had to win a big resistance again the retract all the sleeve. Patient outcome - "additional left lcca-left lsa bypass and standard relay deployed from lcca to descending aorta to by pass cm endograft. Any adverse event."

Event description:
Step 1, the customer had a lot of friction and resistance while pushing forward the graft since the very beginning. He did a few rotations with mechanical advantage, but it was hard to rotate: same as pushing forward with disengagement button. Then the deployment grip slipped forward, as a block was passed, while pushing the disengagement button. He positioned the graft in the arch, the distal end was out of the outer shit, he aligned to target vessel (lcca) and deployed in step 2. No frictions during deployment, he stopped when he felt resistance at the end of the movement. The distal end of the graft was out of the fluoroscopy imaging at this moment, since he was focused on the arch and not descending. Step 3 done properly. Step 4 done properly, he stopped again when he felt resistance. But when he withdrew the entire system the graft came back (the scallop for lcca was at lsa level). He found that the distal two stents (out of the fluoroscopy imaging initially) were still engaged in the inner sheath even if the deployment grip was retracted as much as possible. He deployed with step 1: pullback of the outer sheath (left hand back), step 2: pullback of the outer sheath. Procedure was completed with a second lsa-lcca bypass and standard relay as cuff. We think that the step 2 stopped not at the real end of the handle body but few centimeters before, where it stopped at the same level where it was hard to push forward in step 2. The fact that it was towards the end of the handle didn't make us suspect he didn't deploy all the graft. When he retracted the tip, it engaged the graft distally. After procedure, he tried the maneuver to align the delivery system as in step 1, but it was very hard to pull back the sleeve and he had to win a big resistance again the retract all the sleeve. Patient outcome - "additional left lcca-left lsa bypass and standard relay deployed from lcca to descending aorta to by pass cm endograft. Any adverse event."